Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in may 2009 and performed all weekly auto self-tests up to the 29th january 2012. During this time the device recorded multiple occasions in which the temperature is recorded below the minimum recommended stand-by temperature. On the 5th february 2012 the device failed a weekly auto self-test due to a low battery. On the 12th february 2012 upon return to a warmer environment the device was power cycled passing a self-test. The device performed all weekly auto self-tests up to the 25th november 2012. Multiple manual power ups, mainly of ten minutes duration where observed in the device memory between the 4th august 2015 and the last log entry on the 6th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, the device recorded multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature. This would account for the self-test fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.